Manufacturer narrative:
In response to FDA report number mw5086023. The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to "two months later infection, ER doctor called it cellulitis." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side "two months later infection, ER doctor called it cellulitis." Device remains implanted.